Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and it has been communicated via email that no relevant supporting clinical information will be provided. The patient's current condition is unknown. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Additional surgery loss of range of motion: a finding that the flexibility of a joint is below the expected range of normal for that individual. Surgical intervention that was not planned and needed to be performed in addition to other interventions including surgical ones. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that a revision surgery was performed due to pain and limited range of motion. No more information provided yet.